Event description:
We are running a covid-19 study here at (B)(6) in which we enroll close contacts of positives and monitor them (B)(6). Each participant takes 3 high-sensitivity rt-qpcr tests at the same timepoint (saliva, throat swab, nasal swab). We also distribute at-home quidel quickvue sars-cov-2 antigen tests to our participants. We discovered one of the quidel quickvue lots (test wrapper lot #152000) consistently gave false-positive results in participants who were pcr negative in all three sample types. This was shown in three different participants who took tests with this lot. We have pulled that lot out of circulation from our study and also alerted quidel of the issue. Lot #152000: at-home quidel quickvue sars-cov-2 antigen tests. FDA safety report ID # (B)(4).